Event description:
Boston scientific received information that a red alert was generated for this right ventricular lead due to low pacing impedance lead measurement. No adverse patient effects were reported. This right ventricular lead remains implanted and in service. No intervention is intended at this time and this lead will be further monitored.

Manufacturer narrative:
Should additional information become available, this event will be updated.